Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 447 at the highest) and insulin injections were administered. Infusion set site was changed multiple times. Customer alleged the pump was not delivering insulin properly. Pump system check was performed with tandem technical support and the pump time was found to be incorrect. Cause was not known. No other device issue was identified.